Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, however, repairs are ongoing. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) prompted ¿system over temperature." The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
An additional contact at the customer's site was provided: (B)(4).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed the compressor test which generated satisfactory results. The fse noted several iab catheter restriction alarms in the iabp log files, but was unable to duplicate the customer's reported issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).